Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used in a robotic partial nephrectomy procedure on an unknown date when it was reported, ¿at 38th society of urological endoscopy and robotics, sales representative spoke to (doctor). He heard that the surgeon had experienced 2 cases of embolism in a past case. The case was handled by the anesthesiology department and did not result in any serious problems. After the case, the anesthesiologist told me that when the saturation decreased, it may have become an embolism.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed as planned. There was no report of device malfunction. This report is being raised due to the reported injury of possible embolism.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used in a robotic partial nephrectomy procedure on an unknown date when it was reported, ¿at 38th society of urological endoscopy and robotics, sales representative spoke to (doctor). He heard that the surgeon had experienced 2 cases of embolism in a past case. The case was handled by the anesthesiology department and did not result in any serious problems. After the case, the anesthesiologist told me that when the saturation decreased, it may have become an embolism.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed as planned. There was no report of device malfunction. This report is being raised due to the reported injury of possible embolism.